Event description:
It is reported that a smoke smell was felt emanating from the ventilator from the pt's room. It was further observed that the compressor which was connected to the ventilator was on standby and the radial fan was on. When the compressor was turned on it did not turn on, but it alarmed and displayed low pressure alarm.